Event description:
A report was received that the patient underwent an explant procedure due to chronic infection at the lead site since the implant procedure. The symptoms were drainage, redness and irritation at the lead incision site. Antiobiotics were given. The physician could not confirm the infection since there were no cultures taken but believed that the symptoms were not device related. The patient was doing well post-operatively.

Event description:
A report was received that the patient underwent an explant procedure due to chronic infection at the lead site since the implant procedure. The symptoms were drainage, redness and irritation at the lead incision site. Antibiotics were given. The physician could not confirm the infection since there were no cultures taken but believed that the symptoms were not device related. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1110-02 (sn (B)(4)), device evaluation indicated that the ipg passed visual and performance test performed. The ipg exhibited normal device characteristics. A review of the manufacturing documentation and sterilization records found that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-2218-70 (sn (B)(4)) device evaluation indicated that the lead was cleanly cut from the distal end. The damage to the lead is consistent with damages done during the explant procedure and are not considered a failure. A review of the manufacturing documentation and sterilization records found that no anomalies or deviations potentially related to the event occurred during manufacturing. Sc-4316, (lot# 15877655) device evaluation indicated that the lead passed visual test performed. The clik anchors are intact and no parts of it are missing. A review of the manufacturing documentation and sterilization records found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial/lot #: (B)(4), description: linear st lead, 70cm model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.